Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown..

Event description:
It was reported the patient experienced in infection resulting in a hole in the skin. Surgical intervention was undertaken wherein the ipg was explanted. Patient infection treated via antibiotics and the infection has reportedly resolved.

Manufacturer narrative:
Correction: date of explant should have been (B)(6) 2024.